Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause trace to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that during a therapeutic retrograde intrarenal surgery, the single use fiber was opened and the beam was observed emitting from the mid-section of the fiber. A second fiber from the same lot number was opened and the same issue persisted. A third fiber was then opened, and the procedure was successfully completed with this fiber. There was no report of patient harm. This is report 2 of 2 for the second fiber used during this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.